Manufacturer narrative:
(B)(4).

Event description:
It was reported an episode of lead noise was observed on a merlin transmission. Then, the patient presented to the emergency room and the lead was capped and replaced successfully. No adverse events for the patient were detected.